Manufacturer narrative:
Patient¿s weight was not provided. Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient¿s hemoglobin was dropping while at cardiac rehabilitation after the patient received 6 units packed red blood cell (prbc). The patient was admitted to the hospital due to gastrointestinal (gi) bleeding was suspected. The patient was diagnosed with gastrointestinal hemorrhage with melena. The patient was taking anticoagulants warfarin at the time of event. Additional information was received on 18jun2018, the patient had an esophagogastroduodenoscopy showed two non-bleeding arteriovenous malformation (avms) one in the stomach and one in the posterior duodenal bulb. Treatment was provided with argon plasma coagulation (apc). It was unclear if these were the source for patient¿s anemia. The patient was at home. Reportedly, the event resolved. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.